Event description:
A doctor's office alleged that approximately twenty (20) patients had experienced the retreatment of a root canal due to recurring abscesses and infections. This is the third of twenty (20) reports.

Manufacturer narrative:
Specific patient information such as gender, age, and weight were not provided. A diagnostic x-ray was taken, and an antibiotic may have been prescribed. The doctor retreated the patient's root canal. During the retreatment, it was reported that a black substance was present. To date, the patient is doing fine. Prior investigations have concluded that the black material causing the darkening of the root canal was bismuth sulfide, which is the result of a reaction between the bismuth oxychloride in the real seal root canal filler and a protein (most likely from a bodily fluid). The possible causes for the formation of the bismuth sulfide are primarily due to technique variations and deviations from the instructions for use of the real seal system, and include overheating and incomplete flushing of naocl from the root canal. Overheating can degrade the real seal root canal filler and possibly lead to improper sealing and leaking, which can result in the leeching of proteins into the root canal and subsequent bismuth sulfide formation. Failure to completely flush all naocl from the root canal can also result in the formation of bismuth sulfide. Retreatment of patients' root canals is required to remove the bismuth sulfide. This MDR is being submitted because of this medical intervention. These investigations have led to the conclusion that the product itself, when used according to the instructions for use, performs as intended and yields acceptable results.